Manufacturer narrative:
Concomitant medical products: product ID: 873,1 lot# b005986n41, implanted: (B)(6) 2004, product type: catheter. (B)(4)

Event description:
Information was received from a consumer regarding a patient that was receiving baclofen and dilaudid via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. The patient's history included back pain since 2002/2003. On (B)(6) 2015 the patient reported that the pump had been empty since 2008. Because it was empty, if she was quiet, she could hear an alarm every 20 seconds or so since 2008. The patient didn't have insurance for a long time which was the reason for missing the pump refill.